Event description:
The report from the field indicated that the patient was undergoing an elective procedure. The lesion was a very tortuous, very calcified circumflex lesion. While pre-dilating the lesion with a non-cordis balloon a dissection occurred. While attempting to cross the lesion, the stent came off the balloon, proximal to the target lesion - actually covering the proximal 1/3 of the lesion and was implanted there. The small dissection that occurred from the pre-dilitation was covered by the cypher stent.